Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2016-00157 and 3007042319-2016-00158) submitted for devices related to the same event.

Event description:
It was reported by the medical personnel the patient detected power switching and came to implanting center during the morning. Log files were sent. The battery and controller were replaced and there was no reported effect on the patient. Investigation is ongoing.

Manufacturer narrative:
This device is used for treatment not diagnosis. One controller and one battery were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed multiple premature switching events. Analysis of the battery ((B)(4)) revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to a high max error, indicative of a unit that is out of calibration. The reported event could not be duplicated at the bench level. The premature switching events were most likely caused by a communication error between the controller and batteries. The manufacturer has opened an internal investigation to evaluate communication anomalies between the controller and the batteries. Z-1607-2014: on april 30, 2014, heartware issued a field safety notice ((B)(4)) to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, (B)(4) was issued as a voluntary urgent medical device correction; communication was issued to the sites and patients within the united states on may 11, 2015. A urgent field safety notice was sent to sites and patients not within the united states on may 14, 2015. This is one of two reports (3007042319-2016-00157 and 3007042319-2016-00158 ) submitted for devices related to the same event.